Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device failed the homechoice rite (return instrument test / evaluation) functional test for system error (se) 2201 but passed the rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, use error, tidal ultrafiltration removal set too low. Device history record was reviewed and no issues were identified that may have contributed to the iipv. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem . This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during cycle 6 . The programmed fill volume was 1760 ml and drain volume was 3645 ml. This meets baxter's iipv criteria. No patient injury or medical intervention was reported